Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014: inratio 6.2 repeat inratio 7.0. Time between inratio tests one hour. On (B)(6) 2014: lab: <6.2 (exact value not provided) time between last inratio test and lab <3 hrs. Patient's therapeutic range: 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation pending.